Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate any problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a patient pump is alarming for no disposable. After the alarm was silenced and the settings were reviewed, the pump was successfully restarted and is running. There was no report of any patient injury.